Manufacturer narrative:
Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple, intermittent malfunction alarms occurred. Additionally, the customer reported miscalculating the amount of carbohydrates consumed for breakfast and a snack, and delivered too much insulin. The customer experienced low blood glucose (bg) levels of 56-66 mg/dl. To treat the low bg level, the customer consumed carbohydrates. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed. It was confirmed that the customer will continue using the pump for insulin therapy.